Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was then reprogrammed as an interim resolution. The patient is stable and will continue to be monitored.